Event description:
The customer reported the system displayed a communication failure error message. This error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issued could not be duplicated. The system was tested and found to be working as intended and put back into service.